Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found cubie lid was failed to close properly. Previous recovery was cancelled during inventory. The customer successfully recovered cubie and verified the drawer. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was showing as hardware failure. The customer tried to recover by shut downing the station, followed by unplugging the power cord from the back of the station and waited for 2-5 minutes. Also re-connected the power plug and turn the power on then check and try to recover the drawer still failed the customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.